Event description:
Left leg peripheral angiography and intervention due to critical limb ischemia. The corsair was advanced into the profunda femoris artery and exchanged out the command es wire for a grandslam wire and removed the corsair microcatheter. The cfa was serially dilated with a 2.5 x 20 mm euphora balloon, 3.0 x 20 mm euphora balloon. Shockwave lithotripsy was performed with a 4.0 mm and 4.5 mm balloons. However, due to significant calcification, the 2.5 mm euphora and the lithotripsy balloons ruptured. The balloon was removed intact.